Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 6.5 years in (B)(6) 2021 to 1.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service.

Event description:
It was reported that this pacemaker exhibited a decrease in remaining longevity, from 6.5 years in (B)(6) 2021 to 1.5 years currently. Premature battery depletion was suspected and device data was submitted to technical services for review. No adverse patient effects were reported. The device remains implanted and in service. At the next follow-up about seven weeks later, the remaining longevity was decreased again, to one year remaining. New device data was submitted to technical services for review. Engineering evaluation confirmed the device was depleting prematurely due to an abnormal increase in power consumption and recommended device replacement for within 90 days. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative reported in july that the patient must first undergo a valve replacement surgery, then the pacemaker could be replaced after the patient is recovered. The device remains implanted and in service, with a remaining longevity of one year. A supplemental report will be submitted when the device is explanted and replaced.

Manufacturer narrative:
This report will be updated when additional information is received. If information is provided in the future, a supplemental report will be issued.